Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (01) and an occlusion alarm occurred. A cartridge change was performed resolving both alarms. Customer's blood glucose level was 401 mg/dl.